Event description:
The mesh was found adhered to the intestines and the intestines were not moving - intestine was damaged and infected, also the mesh was infected.

Manufacturer narrative:
Since the product was not returned, a lot history review was conducted and no deviations were found. To date, no instances of c-qur edge mesh causing or eliciting erosion of the bowel have been reported. Absorbable sutures were used which may have contributed to the mesh folding and lying on the bowel. In conclusion, definitive causes for the occurrence of enterotomy, intraperitoneal infection and mesh folding in this pt cannot be determined from the information provided and there are no reasons to suspect that this c-qur edge mesh implant was the root cause of these complications.